Event description:
It was reported that after pre-test the foley catheter had difficulty in draining water. Per investigator's notification received on 04mar2026, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Visual inspection noted the balloon was inflated. Before beginning testing deflated balloon with syringe. The catheter tested for "difficult to deflate." During testing, the catheter balloon inflated using return straight tip syringe with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and allowed to rest with no leaks noted. Concentricity of catheter balloon is 75/25. The balloon deflated 10ml of methylene blue solution within 01min03sec. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after pre-test the foley catheter had difficulty in draining water.